Event description:
The pt was implanted with an itrel ipg and neurostimulation lead system for chronic intractable pain of the trunk/limbs. In 2000, the pt underwent explantation of the device due to abdominal wound infection with redness and drainage of the implant site. Wound cultures grew staph aureus. The pt underwent IV antibiotic treatment for the infection. The pt is also a diabetic and is currently hospitalized in a diabetic coma.